Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) does not inflate. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) does not inflate. The device was replaced with another cs300 iabp. There was no patient harm or injury reported.

Manufacturer narrative:
Updated sections: b4, b6, b7, d10, e1(site country), e2, e3, g3, g6, h2, h6(component code), h10, h11. Corrected sections: b5, d1, d4, d5, h6(investigation, findings, health clinical, health impact).

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h10, h11. Corrected fields; e1. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the medical team concluded that the equipment was not defective, but that it had not adapted to the patient's clinical condition. The equipment was ok and the unit was returned to clinical use.

Event description:
N/a.